Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator. Caller reports that the patient has been having issues with recharging the implant for over a month. Caller says that the controller will only work if it's directly over the implant and the tablet will only stay connected to ins if the communicator is close to the ins. During the call, caller was able to connect to the patient's implant and start a normal charging session with excellent coupling quality; however after 1-2 minutes, the recharge session changes to passive charging (numbers in the 90's). This is the same behavior the pt has experienced at home. Pt is using low dose stimulation with intensities between 3-8.4ma and uses adaptivestim as well. The recharger and controller have been replaced recently but pt is still having the same issues with telemetry. The ins does have some charge in it currently so a disable device feature was attempted which appeared to be successful and then they went into a recharge session. They sustained a normal recharge session for 2-3 minutes with excellent coupling but then transitioned to device not found and passive charging. Caller tried again to connect with ins using controller but could only do so if controller was directly over ins. Technical services had caller connect to ins using tablet create an report. Pt does plan on using stimulation as they need it. Additional information from the rep indicated that the device was interrogated, but showed normal impedances. A data report was generated, and technical services sent email that there were no findings in reports sent in and next consideration would be ins replacement. The patient stated that it was happening with the remote/recharger he had so he reached out to patient services and the same thing happened with a new remote/recharger. The patient is still using the device and getting good relief. The charging is an issue, but the patient is ok with it at this point. The rep gave the patient another program that uses less energy (requiring less time to recharge) to try out for the time being.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.